Event description:
It was reported that the patient underwent and inflatable penile prosthesis (ipp) revision surgery due to the original pump was "poorly placed", had excess tubing, and was r/r. During the procedure, the pump was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.